Event description:
It was reported that during advancement of the embolization coil into the microcatheter resistance was encountered and the coil became stuck. An attempt was made to remove the coil. However, the coil stretched and detached from the delivery pusher. The microcatheter and coil/pusher system were removed. It was observed angiography that a portion of the coil remained partially in the aneurysm and the parent artery. Another piece of coil appeared to be in the parent artery. An attempt was made to retrieve the coil portion using an intravascular snare. The segment of coil was moved to the femoral puncture but, was not able to be removed. Upon arriving to the hosp, the pt presented a hematoma and unstable hemiplegia.

Manufacturer narrative:
Sample analysis: a visual analysis revealed the device returned with the implant detached from the delivery pusher. The delivery pusher was engaged within the microcatheter. The pusher is twisted at two segments. The attachment tether that holds the implant intact with the delivery pusher has evidence of being stretched. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile spec of the attachment monofilament. The twisting exhibited on the device may have contributed to the detachment. The device history records were reviewed. No abnormal discrepancies or non-conformances were observed within these builds.